Manufacturer narrative:
Device evaluated by MFR: device not returned for analysis.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) consisting of a 4.0 cm cuff, pump and balloon due to an unspecified reason. Should additional information be received a supplemental report will be submitted.